Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: anatomy involved: kidney. The stapler did not open after firing. (B)(4). During a left nephrectomy, an endo gia stapler malfunctioned. After the stapler was used the surgeon was unable to release the device from the patient. The specimen and the attached stapler were removed from the patient. All attempts to remove the stapler from the specimen failed. The specimen and attached stapler were sent to pathology. Pathology had to use force to remove the sample from the stapler jaws and bent the device in the process.